Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced intermittencies, no sound and subsequent loss of connection to the internal device. Reprogramming and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains.